Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99097. Supplemental rationale. Corrected data: h11. 19 previously reported events were included in this follow-up record. Product return status. 17 devices were evaluated in the field. 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components). 17 devices: material and/or chemical problem identified / coating material. 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition. 17 devices: scrapped by stryker. 2 devices: product disposition type not yet determined.

Event description:
No change.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 18 events for the failure: flaked. 18 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h1, h6, h11. 19 events were previously reported during the reporting quarter; however, 1 event was reported in error. 18 previously reported events are included in this follow-up record. Product return status: 1 device was received. 17 devices were evaluated in the field. Evaluation findings (results/components): 1 device: no device problem found / part/component/sub-assembly term not applicable. 17 devices: material and/or chemical problem identified / coating material. Product disposition: 18 devices: scrapped by stryker.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 19 events were reported for this quarter. Product return status 2 devices had investigation types that have not yet been determined. 17 devices were evaluated in the field. Evaluation findings (results/components) 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable 17 devices: material and/or chemical problem identified / coating material product disposition 1 device: scrapped by stryker 18 devices: product disposition is not yet determined additional information 19 devices were not labeled for single-use. 19 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2025. This report summarizes 19 events for the failure: flaked. - 19 events had problem identified during non-clinical procedure; there was no patient involvement.